Event description:
The customer reported via phone call that the insulin pump had stopped working and she believed it was not delivering insulin. Customer's blood glucose was not known. She had reverted to an insulin pump she had previously used. The customer was advised to call back with the insulin pump for troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.